Event description:
During follow-up, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and there were no adverse consequences.